Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(4). It was reported that following a coronary artery treatment procedure, the patient experienced angina. The lesion being treated is unknown. The physician implanted a taxus liberte stent of unknown size in the target lesion. At 1 month later, the patient experienced angina of moderate intensity and was hospitalized. The patient recovered and was discharged.